Manufacturer narrative:
(B) (4) = sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow-up with the health-care provider (via fax), additional information and a copy of the operative report was received. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of zero days. On 05/19/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010: "because of her young age, I hoped to get a reasonably larger prosthesis in her, but just like her femoral artery was abnormally small, her aortic annulus was small as well. I originally placed a 21 mm edwards bovine pericardial prosthesis. After I had tied all the sutures and lowered them, I could not see the ostium to the right coronary artery or the left coronary artery. I was concerned that the sewing ring of the valve had covered the ostium to the left coronary artery. I, therefore, removed that prosthesis."